Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an upgrade. It was noted during the procedure that insulation damage was present on the proximal end of the atrial lead. The physician used a repair kit with medical adhesive and tubing to cover the insulation damage. The lead remained implanted. The patient was stable following the procedure.